Event description:
The subject device was used during a laparoscopic extirpation of sarcoma near bladder. Short circuit error messages were displayed two times, and after that probe damage error message was displayed. The procedure was completed with a similar device. There was no patient harm reported without this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed tha tht ptfe pad was partially worn away. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed and no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut.